Event description:
Customer called in to report that the roll stand mounted ivent was drawn into an MRI. The MRI had to be shut down to allow it to be disengaged. No pt injury reported. When they examined the unit they found the "basket" to be magnetic. They stated that the unit was purchased new in the last two years or so which would reflect MRI compatibility for the vent itself. They insinuated that the basket was sold with the roll stand and they were assuming it was also MRI compatible.

Manufacturer narrative:
Summary of analysis/conclusion: the analysis found that there're only two kinds of roll stand baskets in the erp/ price list system (B)(4). The customer reported that, at the time of the reported complaint, the roll stand was placed at the 300 gauss line from the mr bore. The unit's labeling specifies it should be 100 gauss from the mr bore. Additionally, the roll stand basket is not mr compatible and thus is not intended to be used in an mr environment. The warning label of the 100 gauss precaution from the operator's manual is attached.